Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the hypoglycemic event was caused by the user choosing a meal announcement size that was larger than what they were actually eating in an attempt to correct their hyperglycemia, leading to an excess of insulin relative to their need.

Event description:
On (B)(6) 2024, an ilet user reported experiencing a low blood glucose (bg) event that required the assistance of emts. The event occurred on (B)(6) 2024. The user reported experiencing high bg levels throughout (B)(6) 2024 and contacted beta bionics customer care. During troubleshooting it was discovered the user's infusion set cannula was bent. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. After changing supplies, the user's bg started to drop. At dinnertime the user's bg was at 284 mg/dl. The user decided to announce a 'greater than' meal but did not eat more than their usual meal size. Their bg dropped to 155 mg/dl, then 90 mg/dl within an hour and a half. The user consumed 3 cookies (24g of carbs) and later 17 more grams of carbs before bed, experiencing muscle spasms in his hands. At 4:30 am the user's wife could hear them "tossing and turning" and the alert for urgent low glucose was going off. The user was conscious but was very out of it and not able to make sensible sentences. The wife then called emts, who administered an IV of glucagon, and gave the user a peanut butter sandwich, and a capri sun. The user did not go to the hospital and felt good the following day. Bg levels had dropped to 40 mg/dl.